Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral shaft fracture with the endcap. During the surgery, the surgeon tried to lock the endcap with a screwdriver, but the endcap could not be tightened, and the screwdriver continued to idle. At the discretion of the operating surgeon, the screwdriver was hit with a hammer and forced into place, the endcap threads were completely engaged without any problem. The surgery was completed successfully with a thirty (30) minute delay. The patient was reported as stable. Concomitant devices reported: scrdriver t40 cann l300 (part number 03.010.110, lot 3639940, quantity 1), hammer (part number unknown, lot unknown, quantity 1). This report involves one (1) end-cap f/a2fn cann extens. 0 tan grey. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: added therapy date. H6: a device history record (DHR) review was conducted: product code: 04.009.000s; lot number: 52p0569; manufacturing site: mezzovico ; release to warehouse date: 29 may 2020; expiry date: 01. May 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.